Event description:
The following literature article was reviewed: dominguez-cainzos, j., rodrigo-manjon, a., rodriguez-chinesta, j. M., apodaka-diez, a., bonmatí, g. And bereciartua, e. (2023). 'Abdominal aortic endograft infection. A decade of experience and literature review', enfermedades infecciosas y microbiología clínica, 41, pp. 155¿161. Https://doi.org/10.1016/j.eimc.2021.06.018. The paper presents a retrospective review of abdominal aortic endograft infections after endovascular abdominal aortic repair (evar) at hospital universitario cruces from january 2010 to december 2019. 10 aortic endograft infections were identified from a total of 329 procedures, with a cumulative incidence of 3%. Patient with ID 2 was treated with gore® excluder® aaa endoprosthesis and was readmitted after 28 days due to bacterial infection and type 1 endoleak, suffering from fever and lower back pain. The devices were explanted and the patient underwent axillo-bifemoral bypass. The blood culture and the explanted device were positive for enterococcus faecium. An antimicrobial medication was administered. It was also reported that the patient pass away 5 days post surgery due to multiple organ failure. The probable origin of bacteriaemia is reported to have occurred post-procedural.

Manufacturer narrative:
Corrected b2 by adding "death". Corrected h6: added health effect - clinical code e2342 - multiple organ dysfunction syndrome. Added health effect - impact code f2303 - medication required, f2301 - additional device required, and f1907 - more complex surgery.

Manufacturer narrative:
B3: the exact date of event is unknown; therefore, the online publication date was used as date of event. H3: other code ¿ the medical device is not returned for investigation; therefore, a device evaluation could not be performed. Gore has made multiple attempts to requested device identification linked with the reported outcome as well as date of events, patient details and a more detailed event description from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Another incident from the same article is reported with manufacturer's reference number (B)(4). Literature citation: dominguez-cainzos, j., rodrigo-manjon, a., rodriguez-chinesta, j. M., apodaka-diez, a., bonmatí, g. And bereciartua, e. (2023). 'Abdominal aortic endograft infection. A decade of experience and literature review', enfermedades infecciosas y microbiología clínica, 41, pp. 155¿161. Https://doi.org/10.1016/j.eimc.2021.06.018 per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, infection (e. G., aneurysm, device or access sites). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: dominguez-cainzos, j., rodrigo-manjon, a., rodriguez-chinesta, j. M., apodaka-diez, a., bonmatí, g. And bereciartua, e. (2023). 'Abdominal aortic endograft infection. A decade of experience and literature review', enfermedades infecciosas y microbiología clínica, 41, pp. 155¿161. Https://doi.org/10.1016/j.eimc.2021.06.018 the paper presents a retrospective review of abdominal aortic endograft infections after endovascular abdominal aortic repair (evar) at hospital universitario cruces from january 2010 to december 2019. 10 aortic endograft infections were identified from a total of 329 procedures, with a cumulative incidence of 3%. Patient with ID 2 was treated with gore® excluder® aaa endoprosthesis and was readmitted after 28 days due to bacterial infection and type 1 endoleak, suffering from fever and lower back pain. The devices was explanted and the patient underwent axillo-bifemoral bypass. It was also reported that the patient pass away 5 days post surgery due to multiple organ failure.